Event description:
Please refer to initial MFR. Report #(B)(4).

Manufacturer narrative:
The local service organization has checked the device on-site. The error codes recorded in the log indicated that there were two instances of a situation where the measured turbine speed did not match with the one calculated by the software. These entries where however not recorded on the date of event but some days earlier. The device is designed to perform a controlled restart to remove the error condition. After a successful restart sequence which usually takes about 8 seconds the device will continue ventilation with the previous settings. The restart is brought to the user's attention by means of corresponding alarm; during the restart procedure the device opens the pneumatic system to ambient to allow spontaneous breathing. Based on the findings in the log can be concluded that there was a temporary deviation with unknown origin that triggered a restart. Obviously the restart removed the error condition since the device could be used further during the following days. The service engineer replaced the blower unit of the device as a precautionary measure. The device is back in use w/o new problems reported since then. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted various error messages during use. There was no injury reported.